Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery while changing the infusion set and that insulin was coming out of the needle. The customer's blood glucose was 124 mg/dl. While troubleshooting, the customer stated insulin did not exit with the manual plunger push. The customer was advised to perform a complete set chang as soon as possible. The customer was advised to return the infusion set and reservoir. The customer was advised that replacement supplies would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.